Manufacturer narrative:
(B)(4). **investigation** the device was not returned to assist with the evaluation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. The evaluation will be reassessed. When further information is available.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital-medical center in (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
Additional information: investigation evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device unable to be retrieved; swelling in legs; pain; shortness of breath; weakness¿. Cook will reopen its investigation if further information is received. It is unknown if the reported swelling in legs; pain; shortness of breath; weakness is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information,and the investigation, a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2007 due to dvt that required thrombectomy and thrombolysis. Per records submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges device is unable to be retrieved, swelling in legs, pain, shortness of breath, and weakness.